Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was observed that the controller exhibited a beeping sound when switching to the other battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port 1. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An investigation was opened to observed cracks on pioneer 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller, con307212, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported ¿beeps" are most likely attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:the returned controller passed functional testing but failed visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.